Event description:
Suction catheter could not be advanced in the tube. After the operation, the doctor found a protrusion inside the tube wall near the reinforced sleeve. Distributor suspects that the customer re-sterilized this tube.